Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate shocks due to noisy signals oversensing. The noisy signals were present on the alternate vector, and the technical services (ts) requested an anterior and lateral x-rays. The ts recommended an in-clinic troubleshooting to assess potential electrode fracture and recommended to explant the electrode. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and replaced. The s-ICD will return for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate shocks due to noisy signals oversensing. The noisy signals were present on the alternate vector, and the technical services (ts) requested an anterior and lateral x-rays. The ts recommended an in-clinic troubleshooting to assess potential electrode fracture and recommended to explant the electrode. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate shocks due to noisy signals oversensing. The noisy signals were present on the alternate vector, and the technical services (ts) requested an anterior and lateral x-rays. The ts recommended an in-clinic troubleshooting to assess potential electrode fracture and recommended to explant the electrode. This s-ICD remains in service. No adverse patient effects were reported.